Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the ¿load step¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/15/2015 with the following findings: several eaw-(B)(4) 'no cartridge detected warnings', which can be indicative of the type of issue that was reported, were observed in the black box data. The pump passed a force sensor calibration check. The pump successfully performed the rewind, load, and prime sequence. The reported issue was not duplicated. The pump case was removed, and an intermittent condition of the force sensor flex, which was due to a cracked trace near one of the force sensor pins, was found. Unrelated to the reported issue, the audio bolus button cover and slug were observed to be missing.